Event description:
It was reported that during two colonoscopy procedures, the ctr monitor was out. Each case was completed without harm to the patient. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.